Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia container had a hole in the filling port. This issue was observed during the compounding process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: the device and photographs were received for evaluation. The photographs were reviewed, and it was noted that there was a hole in the injection port of the bag. The actual sample was visually inspected, and it was observed that there was hole in the injection port of the bag. Pressure testing was performed and no leak was observed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.